Event description:
He used the nite protector for two weeks and it split at its seams. He asked for a replacement and more informative instructions on its use.

Manufacturer narrative:
This event happened in (B)(6). This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.